Event description:
The customer has reported getting the error codes. The technician has changed out the probe and the qa probes are giving the same error code. The recommendation to evaluate for possible cable damage. There have been no interruptions in the breast biopsy. There have been no patient consequences reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.